Event description:
According to the customer on 10/3, the patient was sitting on the toilet and having a bowel movement and he felt a pop inside and the foley came out.

Manufacturer narrative:
According to the customer on 10/3, the patient was sitting on the toilet and having a bowel movement and he felt a pop inside and the foley came out. This time he had a little bit of blood on the end of the foley as he felt there is a small cut inside his urethra. The customer stated a new foley was placed. One blood clot returned and urine output was received. The customer stated the patient verbalized burning. The balloon was popped. The customer stated there was some bleeding after this incident and burning from possible trauma inside when the foley came out. Preventative antibiotics were ordered since there were multiple attempts made in 3 days and also due to new bleeding. A sample is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.